Event description:
A low readings issue was reported with the adc freestyle libre sensor. A healthcare professional reported on behalf of the patient who received unspecified low sensor readings began experiencing nausea, dizziness and mental confusion. A lab reading of 700 mg/dl was obtained and customer was seen at the hospital where he was diagnosed with hyperglycemia. Customer was hospitalized on (B)(6) 2019 where he was hydrated and treated with insulin. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification.   The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader is required.   Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release.   All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release.   If the product is returned, the case will be re-opened and a physical investigation will be performed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. A healthcare professional reported on behalf of the patient who received unspecified low sensor readings began experiencing nausea, dizziness and mental confusion. A lab reading of 700 mg/dl was obtained and customer was seen at the hospital where he was diagnosed with hyperglycemia. Customer was hospitalized on (B)(6) 2019 where he was hydrated and treated with insulin. There was no report of death or permanent impairment associated with this event.